Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from their cartridge during the loading sequence. Tandem customer technical support informed customer that is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.